Event description:
A device was returned to a third party service center/manufacturer in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were observed. Additionally, several error codes were detected during the assessment: error 20 (err_motor_spinup_f lux_low) a reboot error due to a failed pca and erro 22(err_motor_flux_magnitude). The device was scrapped.